Event description:
It was reported that the pt started experiencing pain in his hip in (B)(6) 2012. Pt also reported that he is experiencing swelling that is not receding or going down. Pt stated that he had blood work done in (B)(6) for the cobalt and chromium and the cobalt level is 4.7.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.